Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14.5 cm distal to the df4 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment was measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 61 months after the implantation the patient received inappropriate shocks and lead fracture was suspected. Pacing and shock impedance were stable. The lead was capped. The proximal part was returned for analysis and the rest remains in situ. A new lead was implanted.